Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. In addition, a fixed prime test was completed and the insulin did not exit. Instructed customer to discontinue the pump use. It was also reported that the customer had to go to the emergency room twice to be treated for high bgs.